Event description:
It was reported the pump low reservoir alarm (lra) and empty pump alarm were occurring and the healthcare professional (hcp) wanted to silence the alarm. They were not going to refill the pump. The pump was used to deliver baclofen (unknown). There were no patient symptoms reported.

Event description:
Information was received from the physician's office indicating that there was no explant planned. The patient was not taking any other medication at the time of the event and had a medical history of choreoathetotic cerebral palsy. When the patient gets excited, she flails her arms and has truncal extension. Further, it was confirmed that the pump was empty and the alarm was confirmed through telemetry. The alarm caused by the fractured tubing (see manufacturer report #3004209178-2015-09881) so there was no refill and no reason to refill. The patient had recovered without permanent impairment. Additionally, discussion between the patient's family (mom) and the neurosurgeon regarding turning the pump off and the fact that it cannot be restarted had occurred. Further, the physician was going to program the pump to off state with a password. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).